Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg incision site opened up. The incision was not completely open and the ipg was not exposed. It was noted that the patient was wearing the belt at the ipg site. The physician cleaned and closed the wound. No infection was suspected. The patient was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's ipg incision site opened up. The incision was not completely open and the ipg was not exposed. It was noted that the patient was wearing the belt at the ipg site. The physician cleaned and closed the wound. No infection was suspected. The patient was doing well.